Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported in an article that a patient underwent a sling procedure on an unknown date for the treatment of incontinence. Following the procedure, the patient experienced to crippling leg pains and radiating nerve pain. The patient experienced burning in areas and pain within the groin, lower abdomen and legs. By week four, the pain was getting worse. The patient is due for corrective surgery, however, in the meantime, nerve blockers were prescribed which dull the pain but the pain never goes away. No additional information was available.